Event description:
The user facility reported that the device had pieces broken off upon receipt.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d9, h3. Additional info h6. H3 other text : device not accessible for testing.

Event description:
The user facility reported that the device had pieces broken off upon receipt.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.